Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0whz9, implanted: (B)(6) 2015, product type: lead.(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The patient kept going to the bathroom and not feeling stimulation. She wanted to increase stimulation and got the poor communication screen. The patient felt stimulation at the time of this report. Therapy was confirmed on p@ at 2.40v. Additional information received from the patient reported that the patient again did not feel stimulation and had intermittent therapy. The therapy was not on. Therapy was turned on and the issue was resolved. The patient noted intermittent stimulation. Onset of symptoms was noted to be sudden. The patient also saw the poor communication screen. She was recently implanted. She was having poor communication because the health care professionals told her that the antenna went under the implant. The patient was instructed on proper antenna use and the patient programmer was working as intended.